Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. It was reported that the pt did not completely prime the infusion set tubing following an infusion set change. The pt was therefore without insulin for a period of time as the infusion set tubing contained air. The pump user guide instructs the user to continue to prime the infusion set tubing until drops of insulin are seen.

Event description:
It was reported that the pt received emergency room treatment for evaluated blood glucose levels.